Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty circuit board and failure of the manifold unit could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported that during preparation for use for a therapeutic laparoscopic surgery, the high flow insufflation unit was presenting with a black display. The intended procedure was completed with a similar device. No patient harm was associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of the front panel display disappearing was confirmed due to a faulty circuit board with a pressure sensor and pressure sensor circuit. An additional reportable malfunction of the flow value was displaying at zero, was found to be due to the failure of the manifold unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.